Event description:
It was reported that a spectrum pump had a black display. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Eval was unable to confirm or reproduce the reported symptom "black display". However, this may be an intermittent condition. The lcd screen was replaced to ensure proper functioning.